Event description:
It was reported that arrhythmia occurred. The native aortic annulus was 25.2 mm. A 25 mm lotus edge valve was advanced. The patient experienced episodes of right bundle branch block during the procedure. After several repositions of the device, the lotus edge valve was implanted and the patient left the procedure in normal sinus rhythm. The patient had episodes of second degree heart block in the recovery ward which required 10-20 seconds of cardiopulmonary resuscitation before the temporary pacemaker provided therapy. A permanent pacemaker was implanted the same day. The patient was then stable and has been discharged.